Event description:
This x-ray system drops out during an examination.

Manufacturer narrative:
Conclusions: the investigation found a defective power tray. The exact root cause unk. The replacement of the power tray which might have contributed or caused the reported problem and which therefore is suspect has solved the problem. The pt is surrounded by a trained medical staff. For this case, the risk to the pt remains acceptable. There has been an increase in replacement of this power tray. Therefore, a corrective and preventative action (CAPA) has been issued to improve the reliability of this component. If as a result of this CAPA actions toward the installed base are required then field correction order will be issued to the field.